Event description:
It was reported that during a gastric bypass procedure, the surgeon couldn't fire the instrument. The instrument became very hot, especially the battery part of instrument. No patient consequences reported. Procedure was completed using another device and was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). The analysis found that one ple45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The device was disassembled to examine the internal components of the instrument. The analysis results found the circuit board insulation was compromised underneath the pcb middle and proximal mount holes. A current test confirmed evidence of a short on the pcb. This condition will draw current from the battery creating power flow from the proximal pcb fastener to the medial pcb fastener via the instrument frame - resulting in excessive heating around the resistors and heat-sink on the pcb. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.